Event description:
Experiencing the infusion set tubing pulling away from the luer lock. Pt indicated that she experienced elevated blood glucose (211 mg/dl) as a result. Pt did not report receiving any medical treatment to address this issue.